Event description:
Event as described by user facility physician in letter to MFR (as translated from french to english): dr wants to inform co about some problems he had with the temporay pacing leads, pacel 7f. These leads are too stiff and this stiffness persists with circulation, causing inopportune displacements. One of these leads, at the beginning of a procedure, probably caused a right ventricular damage with a pericardial reaction.